Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Event description:
It was reported that during the deployment of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension, perforation of the aortic neck occurred. Reportedly, upon implantation of a bifurcated device and suprarenal aortic extension, the physician ballooned the devices and performed an angiogram. The images revealed extravasation of the aorta, near the proximal end of the suprarenal aortic extension. The physician implanted an infrarenal aortic extension in an attempt to resolve the rupture, but it did not resolve. Therefore, the physician elected to explant the devices and treat the pt with a aorto bifemoral graft. The pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Computed tomography images were provided and reviewed by the medical director with the following impression: the confounding issue in this case is the severe aortic calcification and neck angulation. This combination protends to endoleaks and when balloon expansion is used as a corrective measure, rupture can be a consequence. There were no issues with the devices and it was not a factor in this event. It is rather the post-deployment attempt to have good seal in a difficult neck. Based upon the investigation findings, the root cause for the reported vessel perforation was determined to be due to the ballooning done on the severely calcified and narrow vessel anatomy. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.